Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt mentioned that "about 6 weeks ago it malfunctioned and was shocking them. The patient stated something to their doctor and their manufacturer representative (rep) the day it happened and they just kind of wrote it off as being too high, it happened twice". They stated "it arced from their back all the way into their neck which is where they had just had surgery". Patient stated "they were just standing there shaking and couldn't move". The patient was redirected to hcp.

Event description:
Additional information was received from the patient reporting that they had surgery on their neck and had plates and screws added. The patient walked in the bedroom and it shocked them and they were sitting at a friends and it started shocking them. The patient had to turn it off. The rep told them to turn it way down. Then when they went back in and turned it just as high.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.